Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no obvious defects were observed. The cuff was then inflated to 25mbar with a calibrated endotest. The cuff inflated with no abnormalities and maintained pressure. The sample was then immersed in water and no leaks were detected coming from the cuff. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
Customer reported after intubation, the cuff was found to be leaking air while it was inflating. The tube was changed. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported after intubation, the cuff was found to be leaking air while it was inflating. The tube was changed. No patient harm reported.